Manufacturer narrative:
Related patient identifier: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the disposable electrosurgical snare's loop was difficult to open and push, which hindered the polypectomy procedure and reduced its precision for polyp removal. The issue was observed during a polypectomy in the large intestine and was completed with a similar device. There were no reports of patient harm. This report captures the additional occurrences reported.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the device was not returned; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.